Manufacturer narrative:
(B)(4). Report source, foreign ¿ events occurred in (B)(6). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the reamer broke when the surgeon started reaming in the medullary canal for insertion of a femoral nail. No further patient consequences or complications were reported. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
This follow-up report is being filed to relay additional and corrected information, which was unknown at the time of the initial medwatch. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the reamer broke when the surgeon started reaming in the medullary canal for insertion of a femoral nail. No adverse events have been reported as a result of the malfunction. Attempts have been made and additional information on the reported event is unavailable.